Event description:
Lead impedances are all >3000 for all vectors with loss of capture in all vectors except lv ring to rv coil.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.